Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the equipment was not starting. Upon troubleshooting, fse found that the motherboard battery of the host pc has been discharged. To resolve the issue, fse replaced the motherboard battery (cmos battery). After the replacement of motherboard battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that system could not start up properly. No harm to the patient or user was reported. Philips has started an investigation of this complaint.